Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer had high blood glucose of 33.3 mmol/l, which was treated with manual injection. There were not alarms and insulin pump passed self-test. Customer reported that insulin pump was exposed to sun all day while at the beach. Customer was advised that insulin pump seemed to be functioning as designed and to call back should issue persist.